Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), post procedural haemorrhage ("after the removal of the device I was still bleeding internally") and genital haemorrhage ("bleeding / constant bleeding") in a 25-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included underweight, trigeminal neuralgia, kidney infection and sweating. Previously administered products included for an unreported indication: micronor on (B)(6) 2008. Concurrent conditions included loop electrosurgical excision procedure, human papilloma virus test positive and ovarian cyst. Concomitant products included carbamazepine (tegretol) in 2008, cilest (sprintec), gabapentin (neurontin) in 2008 and topiramate (topamax) in 2008. In 2008, 2 years 2 months after insertion of essure, the patient experienced anaemia ("anemia / blood or heart disorder/condition - type: anemic"). In 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / uncomfortable intercourse"). In october 2008, the patient experienced emotional disorder ("psychological or psychiatric problems condition: overly emotional constantly / psychological or psychiatric problems condition: really emotional all the time"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and back pain ("low back pain felt like I was in labor all the time"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"), weight decreased ("weight loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and vaginal infection ("infection (bladder/urinary tract/vaginal) - type: frequent"). On (B)(6) 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dry skin ("rashes or skin conditions type: extremely dry skin"). On (B)(6) 2010, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("infection type: bladder infections"), urinary tract infection ("infection type: utis chronically") and endometriosis ("endometriosis"). The patient was treated with naproxen, antibiotics, surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (exploratory surgery to try and find the source of the bleeding). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight decreased and back pain had resolved and the post procedural haemorrhage, genital haemorrhage, cystitis, urinary tract infection, emotional disorder, dry skin, anaemia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, vaginal infection and endometriosis outcome was unknown. The reporter considered abdominal distension, allergy to metals, anaemia, back pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, emotional disorder, endometriosis, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, urinary tract infection, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . (B)(6) 2010:surgical pathology diagnosis: uterus, cervix, bilateral tubes and ovaries; total hysterectomy with salpingo-oophorectomy: cervix: erosive acute/chronic endocervicitis with foci of granulomatous inflammation and squamous metaplasia with reactive nuclear atypia. No residual high grade squamous intraepithelial lesion identified. Endometrium: benign secretory phase endometrium; negative for hyperplasia, myometrium: adenomyosis, focal. Serosa: no significant abnormality. Right ovary: cystic follicles and an hemorrhagic corpus luteum. Left ovary: benign hemorrhagic simple cyst and cystic follicles, fallopian tubes: no significant abnormalities. Negative for endometriosis and malignancy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-oct-2018: plaintiff fact sheet received. Events added from pfs- bleeding / constant bleeding, infection (bladder/urinary tract/vaginal) - type: frequent, endometriosis. Onset date of event dry skin, dyspareunia, abdominal distension were update. Treatment drug added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and post procedural haemorrhage ("after the removal of the device I was still bleeding internally") in a 25-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included underweight, trigeminal neuralgia, kidney infection and sweating. Previously administered products included for an unreported indication: micronor on (B)(6) 2008. Concurrent conditions included loop electrosurgical excision procedure, human papilloma virus test positive, and ovarian cyst. Concomitant products included carbamazepine (tegretol) in 2008, cilest (sprintec), gabapentin (neurontin) in 2008 and topiramate (topamax) in 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and back pain ("low back pain felt like I was in labor all the time"). In (B)(6) 2008, the patient experienced emotional disorder ("psychological or psychiatric problems condition: overly emotional constantly"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced fatigue ("fatigue") and weight decreased ("weight loss"). In (B)(6) 2008, the patient experienced anaemia ("anemia"). In 2010, the patient experienced dry skin ("rashes or skin conditions type: extremely dry skin"). On an unknown date, the patient experienced cystitis ("infection type: bladder infections"), urinary tract infection ("infection type: utis chronically"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy on (B)(6) 2010). On (B)(6) 2010, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (exploratory surgery to try and find the source of the bleeding). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight decreased and back pain had resolved and the post procedural haemorrhage, cystitis, urinary tract infection, emotional disorder, dry skin, anaemia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, anaemia, back pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. (B)(6) 2010:surgical pathology diagnosis: uterus, cervix, bilateral tubes, and ovaries; total hysterectomy with salpingo-oophorectomy: cervix: erosive acute/chronic endocervicitis with foci of granulomatous inflammation and squamous metaplasia with reactive nuclear atypia. No residual high grade squamous intraepithelial lesion identified. Endometrium: benign secretory phase endometrium; negative for hyperplasia. Myometrium: adenomyosis, focal. Serosa: no significant abnormality. Right ovary: cystic follicles and an hemorrhagic corpus luteum. Left ovary: benign hemorrhagic simple cyst and cystic follicles. Fallopian tubes: no significant abnormalities. Negative for endometriosis and malignancy. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events bladder infections, uti, emotional disorder, dry skin, anemia, nausea, nickel allergy, dysmenorrhea, dyspareunia, fatigue, weight loss, bloating, back pain and post procedural bleeding are added. Previously reported "abnormal bleeding" was clarified as "abnormal bleeding vaginal, menorrhagia". Lot number added. Lab data updated. Concomitant , historical drugs & conditions are added. Product, patient & reporter are added. On (B)(6) 2018: medical record received. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and post procedural haemorrhage ("after the removal of the device I was still bleeding internally") in a 25-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included underweight, trigeminal neuralgia, kidney infection and sweating. Previously administered products included for an unreported indication: micronor on (B)(6) 2008. Concurrent conditions included loop electrosurgical excision procedure, human papilloma virus test positive and ovarian cyst. Concomitant products included carbamazepine (tegretol) in 2008, cilest (sprintec), gabapentin (neurontin) in 2008 and topiramate (topamax) in 2008. In 2008, the patient experienced anaemia ("anemia"). In october 2008, the patient experienced emotional disorder ("psychological or psychiatric problems condition: overly emotional constantly"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy") and back pain ("low back pain felt like I was in labor all the time"). In november 2008, the patient experienced fatigue ("fatigue") and weight decreased ("weight loss"). In 2010, the patient experienced dry skin ("rashes or skin conditions type: extremely dry skin"). On (B)(6) 2010, the patient experienced post procedural haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced cystitis ("infection type: bladder infections"), urinary tract infection ("infection type: utis chronically"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy) and surgery (exploratory surgery to try and find the source of the bleeding). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, weight decreased and back pain had resolved and the post procedural haemorrhage, cystitis, urinary tract infection, emotional disorder, dry skin, anaemia, nausea, allergy to metals, dysmenorrhoea, dyspareunia, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, allergy to metals, anaemia, back pain, cystitis, dry skin, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, menorrhagia, nausea, pelvic pain, post procedural haemorrhage, urinary tract infection, vaginal haemorrhage and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion (B)(6) 2010:surgical pathology diagnosis: uterus, cervix, bilateral tubes and ovaries; total hysterectomy with salpingo-oophorectomy: - cervix: erosive acute/chronic endocervicitis with foci of granulomatous inflammation and squamous metaplasia with reactive nuclear atypia. No residual high grade squamous intraepithelial lesion identified. - endometrium: benign secretory phase endometrium; negative for hyperplasia, - myometrium: adenomyosis, focal. - serosa: no significant abnormality. - right ovary: cystic follicles and an hemorrhagic corpus luteum. - left ovary: benign hemorrhagic simple cyst and cystic follicles, - fallopian tubes: no significant abnormalities. - negative for endometriosis and malignancy quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.